Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2025, and was removed on (B)(6) 2025, but when tried to remove the catheter, tried to drain the sterile water that had been filled in, but were unable to do so. After cutting the catheter, the water drained out and were able to remove the catheter.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2025, and was removed on (B)(6) 2025, but when tried to remove the catheter, tried to drain the sterile water that had been filled in, but were unable to do so. After cutting the catheter, the water drained out and were able to remove the catheter.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) all-silicone foley catheter without original packaging. Verified material number 119314 and manufacturing lot number ngjt1812. Visual evaluation of the returned sample noted the inflation cap/inflation port was disconnected, cutting off. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.